Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A device history record review is in progress. Once completed, a supplemental report will be submitted. Concomitant products: mentor smooth round moderate profile 425cc saline prosthesis catalog #,3501670 serial #(B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female underwent primary breast augmentation with a mentor smooth round moderate profile 425cc saline prosthesis. Deflation was diagnosed during physical examination on (B)(6) 2018. At the time of this report, mentor has received no information regarding explant date; however, future prosthesis replacement with an allergan implant is indicated.

Manufacturer narrative:
The device history record (DHR) of lot number 5783332 was reviewed on 02/28/2018 and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturing date: 2007-10, sterilization expiration date: 2011-10. Manufacturer¿s reference number: (B)(4).